Manufacturer narrative:
(B)(4). Eval, results: gi bleed.

Event description:
During the index procedure two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted to the mid lad. Three endeavor sprint rx drug-eluting stents were implanted to the proximal rca. There was no occurrence of device failure or malfunction. The pt was discharged the following day. Pt was asymptomatic / free of symptoms at 2 yr f/u. Approximately 27 months post index procedure the pt suffered a spontaneous gi bleed. The investigator assessed that there was no relationship between the event and the study device. Aspirin was discontinued by gp approximately 4 weeks later due to gi bleed event. Pt was asymptomatic / free of symptoms at 2.5 yr f/u. (Ref MFR # 2953200-2010-00444, 2953200-2010-00445, 2953200-2011-00553, and 2953200-2011-00555).